Manufacturer narrative:
(B)(4). It was reported a patient experienced turbid effluent coincident with peritoneal dialysis (pd) therapy. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptom. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced turbid effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event (approximately one week). Treatment was not reported. At the time of this report, the outcome of the turbid effluent event was not reported. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.